Manufacturer narrative:
E1: patient city/country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an adhesive event as the tape of the infusion set was not sticking. Patient was aware that the cause for this adhesive issue was detachment. No further information available.